Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was not delivering their full boluses. The patient experienced multiple high blood glucose values such as: 414 mg/dl, 415 mg/dl, 416 mg/dl, 437 mg/dl, 439 mg/dl, 454 mg/dl, and 473 mg/dl. Troubleshooting did not occur for the high blood glucose. The insulin pump was not returned for analysis.